Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Label for single use has been corrected to indicate that the product is a single use product. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off- label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from united states alleged a false positive flu b result when using the cobas ® sars-cov-2 & influenza a/b assay. Repeat results were negative on diasorin liason, and liat the patients initial test was run on (B)(6) 2021 that generated positive results for influenza b and negative for covid and influenza a. A recollected patient sample on (B)(6) 2021 was tested on the same analyzer and generated negative sars-cov-2 & influenza a/b results, reason for recollected patient sample is unknown. The patient sample was sent out and tested at a molecular lab that generated negative results. Patient sample was collected using ruhoff - viral transport medium w/ flocked swab virus collection and preservation system. The initial result was reported out positive, but customer stated they amended the results to negative for the patient. There was no allegations of harm done to the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow up report will be filed with the outcome of the investigation. (B)(4).